Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one electrode was lifted with a foreign material. The pebax was observed broken and with reddish material inside. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. An fourier transform infrared spectroscopy (ft-ir) test was performed to evaluate the type of material in the lifted electrode. The results of the test were that the unknown particulate material is primarily composed of polyethylene (pe). The origin of the pe could not be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31438833l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The potential cause of pebax damage and lifted electrode could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The potential cause of the foreign material could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instruction for use of the device contains the following recommendations: zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified one electrode that was lifted with a foreign material and the pebax was observed broken and with reddish material inside. Initially, it was reported that a 106 alert code occurred after the catheter was plugged into carto 3 system, and before first ablation, as the tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on the patient. The force sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 24-apr-2025, a damaged electrode with a foreign material was observed, as well as the pebax was observed broken with reddish material. This was assessed as MDR reportable with an awareness date of 24-apr-2025.